Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the procedure was primary augmentation, date of event was on (B)(6) 2016. The MRI and the ultrasound showed multiple nodules in refer to the mass. No malignant. The patient will be under surveillance with MRI every 6 months. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 325cc date of implant (B)(6) 2006) developed breast mass and breast pain on the right side. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated.